Event description:
It was reported that a user paused the ilet for showering and then left the device at home for multiple hours while still paused, after which blood glucose rose to 338 mg/dl until the user reconnected and resumed therapy; the healthcare provider requested additional training, and troubleshooting and education were completed with referral for further training. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included review of device use history and user counseling. Investigation of this case revealed user operational error related to extended disconnection while paused, with the device otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was attributed to user-related factors leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.